Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor error message occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into the arm on 10-27-2021. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a sensor error message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.